Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 0 non-conformances on this lot number. Final micro and sterility tests passed. All qc release specficiations met. (B)(4) released.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. Dmf# (B)(4), trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a primary right attune tka to treat osteoarthritis. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Patient received a right knee revision to treat pain secondary to aseptic loosening. Upon entering the joint, the surgeon debrided synovitis. The femoral component was well fixed but revised with minimal bone loss. The tibial tray loosened at the cement to implant interface and revised. The patella was well-fixed and retained. There was no reported product problem with the revised tibial insert. The patient was revised with a competitor revision construct. The procedure was completed without complications. Doi: (B)(6) 2014, dor: (B)(6) 2019, right knee.